Event description:
During the circumcision, the centurion clamp fell off spontaneously taking the penis foreskin with it. The circumcision site did bleed, but this was controlled. The patient recovered with no additional injury.